Manufacturer narrative:
Concomitant medical product: product ID: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular arrhythmia during cath procedure. The right ventricular (rv) lead exhibited undersensing on stored electrograms (egm). The rv lead remains in use. No further patient complications have been reported as a result of this event.